Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient had been going to the bathroom more now. Trial patient mentioned that when they got home yesterday, they went to sleep and didn't start to record diary however they rated the improvement a 2 worse than expected and also a 3 the same. More information was received on (B)(6) 2017 with trial patient reporting that when they voided, they were only small amounts in bladder. Patient thought they may have a urinary tract infection. Patient turned turn the stimulation to zero to see if that would alleviate any of the pain however it didn't. Trial patient was advised to call their healthcare professional (hcp). On (B)(6) 2017, trial patient continued to report that the pain they had pain in their bladder a few days ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient had been tested for uti previously on (B)(6) 2015, (B)(6) 2017 with only the test in 2015 yielding a positive growth. The 2015 test was confirmed to be e.coli and the patient was given antibiotics twice per day for 5 days which resolved the infection. The hcp additionally confirmed that the patient's uti was not related to the device or therapy. There were no further complication reported or anticipated.